Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during an initial implant when the physician put one stylet in lead and placed it in rv apex, could not get required parameters so tried to put another stylet to change the position , this time he was not able to put the stylet in the lead. The physician took out the lead and used a competitor lead which was done successfully. Patient is stable.